Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had corroded nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of corrosion at the nozzle was traced to a component failure.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.¿this MDR was submitted during outage from (B)(6) 2026 which may result in a delay of receipt of all the acknowledgement.¿